Event description:
The initial reporter stated that after changing reagent bottles they have seen a shift downwards in sodium (na) results and they received discrepant results for four patient samples tested with ise indirect na (sodium) for gen.2 on a cobas pro ise analytical unit, serial number (B)(6). The questionable results were reported outside of the laboratory and questioned. Patient sample 1 initially resulted in a na value of 134 mmol/l. The sample was repeated three times, resulting in values of 140.7 mmol/l, 140.9 mmol/l and 140.3 mmol/l. No information was provided if the sample was repeated on the same or a different module. Patient sample 2 initially resulted in a na value of 127 mmol/l. The sample was repeated three times, resulting in values of 132.4 mmol/l, 132.3 mmol/l and 132.6 mmol/l. No information was provided if the sample was repeated on the same or a different module. Patient sample 3 initially resulted in a na value of 134 mmol/l and repeated as 141 mmol/l on a second module. Patient sample 4 initially resulted in a na value of 131 mmol/l and repeated as 137 mmol/l on a second module. The repeat results were deemed correct. The customer cleaned the sipper probe, performed general maintenance activities, recalibrated, and performed quality controls. The customer then pulled additional 388 patient samples and found 80 na results required corrected reports to be sent. No specific results were provided.

Manufacturer narrative:
The field service engineer checked and verified the sample probe alignment and the sampling position and dilution position had to be adjusted. A leakage from the waste train tubing was found and the piece of tubing was replaced. Wash rack and ise precision check were performed; all results were within specifications. The customer ran ise calibration and quality controls with acceptable results. The instrument was confirmed to be running back within specifications. The investigation determined the service actions performed resolved the issue.